Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-06322. It was reported the patient had an infection and drainage at incision sites. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.